Event description:
Investigation of a returned device revealed the tip shaft bond had separated.

Manufacturer narrative:
Visual inspection of the returned catheter revealed the tip shaft bond had separated. Evidence of the tip shaft having been adequately secured with uv adhesive was confirmed by the presence of a uniformed band of adhesive around the entire tip shaft. The cause for the separation remains unknown. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. (B)(4).